Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of the thoracic aorta. The vessel morphology was reported as there was severe calcification. It was reported that during the deployment of the stent graft at the intended location and the last most distal portion of the stent graft did not completely expand. There was no intervention performed. The partially expanded stent graft was left as is in the pt. There was no endoleaks; infolding or any other issues with the partially expanded stent graft. No additional clinical sequelae reported and the pt is fine.

Manufacturer narrative:
Method: (film evaluation).

Manufacturer narrative:
(B)(4) severe calcification.

Event description:
Several short videos of the implant angio were reviewed. It could not be determined what the patient was being treated for, as no distinct aneurysm was observed. The stent graft was shown implanted from the left subclavian to the distal descending thoracic aorta. The distal stent of the device (medial/ inner curvature) was found misaligned; angulated approx 90º to the flow lumen. The lateral (outer curvature) section of the distal stent appeared normal. Since images showing the deployment of the device were not provided, the cause could not be determined. It is possible that procedural complications (e.g. Pushing the delivery system) may have led this event.